Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose over 400mg/dl. Customer¿s current blood glucose is 408 mg/dl. The customer did experienced symptoms such as a headache result of high blood glucose .the customer treated with the manual injection. The insulin pump will not be returned for analysis.